Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression, aortic neck dilatation. Conclusion: endoleak. Disease progression, aortic neck dilatation.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that review of a recent CT scan showed that the aneurysm was 9.4 cm in diameter and there was a proximal type I endoleak. The endoleak was attributed to disease progression of the aortic neck which currently measured 36 mm in diameter. It was also noted that the patient was on dialysis. Upon further evaluation approximately three weeks later with multiple angiograms there was no visualization of a proximal type I endoleak. The decision was made to monitor the patient at this time. No additional clinical sequelae were reported.